Event description:
It was reported the implantable neurostimulator was shutting off by itself. The patient felt the stimulation on and then it cut back down by itself. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was patient misunderstanding as they thought the programmer battery level was the battery level for the implanted device. The patient though that the implant battery was charged when actually it was overdischarged. The patient's device was checked on (B)(6) 2012 by the company representative where it was reported that it was working as expected. The patient was also re-educated on the recharging aspect of the device. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).